Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 3.6; lab: 2.9. Pt tested within 30 minutes at lab via venous draw. Doctor changed pt's medication dose based on lab draw.